Event description:
Medtronic received a communication that when filling the cuff, it did not get full (inflate) and it was stuck. Customer indicated that there was no patient involvement associated to this event.